Event description:
A customer reported that they were having difficulty tracking small pupils. Add'l info was sought and the surgeon reported that for the past month they had been having difficulty tracking small pupils, although they were able to obtain tracking. Recently, though, they had a pt with small pupils that could not be tracked. They adjusted the lights, adjusted the pt's head position, adjusted the contrast, checked the flap bed, and noted that there was no opaque bubble layer (obl) that could potentially interfere with the tracker. The surgeon replaced the flap and used a different laser to complete the procedure. There was no delay, no implant to the pt, and the pt is doing well post-operatively.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info become available. (B)(4).